Event description:
Olympus received a report that the front panel was flashing and the turret was malfunctioning. This report is submitted due to a report of the front panel was flashing. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found the motor falling off, causing the front panel flashing. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the front panel flashed due to the defective motor shaft 1u (parts of the turret 1u) which caused the abnormal rotation of the turret. The cause of the faulty motor could not be identified. Olympus will continue to monitor field performance for this device.